Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels. Customer's blood glucose value was 440 mg/dl. The customer reported that insulin pump had no delivery alarm. Troubleshoot was performed. Customer was assisted in performing a 5.0 unit fixed prime and customer reports that insulin does not exit the tubing with manual prime. The product was returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm noted. Device had minor scratched display window.